Event description:
It was reported that after a case, the doctor reported that the isoflurane vaporizer output was high. The initial reporter was unaware of the specific readings for agent. A draegerservice representative evaluated the vaporizer in the hospital and was able to verify a too high output.